Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A friend or family member of the patient reported that the desktop charger (dtc) connector pin is loose as of (B)(6).. It was confirmed that there is a green light on the power source and the connector pin was wiggly. The recharger had been plugged into the wall all night. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the replacement of the desktop charger resolved the ins not charging.